Event description:
Cell saver bowl failed - leaked, no patient injury. Date lot: 03-16 sb 760 090717044, 03-22 sb 2225 09112500057, 03-24 sb 522 0905220159, 03-25 sb 522 0905220159, 03-25 sb 3059 0909070019.